Manufacturer narrative:
The sample was not returned for investigation. The problem description was compared to the instructions for use and risk mgmt documentation. In addition, reviewed of complaint database over the past year found two similar complaints. For second complaint, the sample returned identified breakage due to withdrawal, pullback, or manipulation of the guidewire is performed when resistance is met. Since no sample received for this issue. No definitive root cause conclusions can be without examination of the breakage site of the sample. Historically, this issue has been linked to improper use by the end user (i.e. Pulling the guidewire back through the needle). IFU contains the following related statements: warning: withdrawal, pullback, or manipulation of the guide wire resistance is met may cause guide wire damage, breakage, or embolization. If an obstruction is met that cannot be passed, remove needle and guide wire together and select another introduction site. Do not attempt to withdraw guide wire backwards through needle or catheter as this may result in shearing guide wire or damaging catheter.

Event description:
The customer states that a distal piece of the 45cm guidewire broke off in the pt. Customer states that physician had to make an incision and extract the piece of guidewire out of the pt. The pt was stitched up without injury.